Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure: bone graft harvest from femur took place. The surgeon tried to drill before drive shaft was engaged, and sheared the tip from the drive shaft. They used same like product to proceed with the procedure, a 5 minutes delay in surgery. No broken fragment fell into the patient. The broken piece went into the graft filter and was retrieved from there, no reported adverse event to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.